Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended, with speaker holes on back of pump found to be obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker area as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin, with pump returning to normal operation and receiving additional guidance for preventing future altitude alarms.